Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that controls are within specifications, but very erratic (jumping between +2 sd and -2 sd) when testign with the phenobarbital assay (lots 41008hw00 and 42063hw00) on the architect c8000 analyzer. A service call did not resolve the issue. There is no impact to patient management reported.